Event description:
It was reported that (1) er420 was used during a lap chole procedure. It was reported by the rep that the surgeon attempted to fire the er420 across the cystic duct. The surgeon fired it three times and noticed the legs of clips were all crossing. The surgeon then stopped using the er420 and opened another er420 to finish the case. There was no consequence to pt.